Manufacturer narrative:
Of the 1 allegations of a malfunction, no pumps were returned to animas to be investigated. This report is procesed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the 2020 model pump experienced a keypad/tactile issue. These reports were received from various sources. The patients associated with this allegation ranged from 22-22 years of age and between 131 and 131 pounds. Of the reported patients, 1 were male, were female, and were unknown.